Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as x-rays show that hinge post extension had dislocated and this device is not involved.

Manufacturer narrative:
(B)(4). Concomitant medical products: rhk nexgen tibial component precoat, # 00588000600, lot # 62062855; rhk nexgen femoral component, # 00588001602, lot # 62144828; nexgen articular surface, # 00588006023, lot # 62016731; distal femoral augment block, # 00599003620, lot # 61774514; prc agmt block post, #00599003601*op9450, lot # 61762287; prc agmt block post, # 00599003601*op9450, lot # 61785712; tibial block and screws, # 00598800627, lot # 61546254; tibial block and screws, # 00598800626, lot # 61006137. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08022, 0001822565-2017-08023 and 0001822565-2016-02901. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was being scheduled for a revision procedure due to implant collapse. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.